Manufacturer narrative:
Patient information b1 - adverse event/product problem b2 - outcomes attrib to adv event b3 - date of event d6a-implant date concomitant medical products and therapy dates g1 h6 - patient code impact code evaluation method codes.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced an episode of urinary retention one day post-implant and again approximately three weeks later. The patient presented to the emergency room during their second episode of retention that was resolved via "sva"; a potential device deactivation issue was suspected. The patient experienced another episode of retention approximately one week later at which time a cystoscopy was performed and the device was activated. Following activation of the device, the patient reported early sphincter closure. A surgical procedure was planned to replace the device but no further details have been provided to date. No further patient complications were reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced an episode of urinary retention one day post-implant and again approximately three weeks later. The patient presented to the emergency room during their second episode of retention that was resolved via "sva"; a potential device deactivation issue was suspected. The patient experienced another episode of retention approximately one week later at which time a cystoscopy was performed and the device was activated. Following activation of the device, the patient reported early sphincter closure. A surgical procedure was planned to replace the device but no further details have been provided to date. No further patient complications were reported.

Manufacturer narrative:
Correction: h6 added evaluation conclusion code.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as expected. It was noted that there was a possible cuff or pump mechanical issue. The device remains in service, but a revision is planned. No patient complications were reported.

Manufacturer narrative:
Correction: b3 date of event. H1 type of reportable event.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced an episode of urinary retention one day post-implant and again approximately three weeks later. The patient presented to the emergency room during their second episode of retention that was resolved via "sva"; a potential device deactivation issue was suspected. The patient experienced another episode of retention approximately one week later at which time a cystoscopy was performed and the device was activated. Following activation of the device, the patient reported early sphincter closure. A surgical procedure was planned to replace the device but no further details have been provided to date. No further patient complications were reported.